Event description:
It is reported that the patient faced infusion set leakage issue on (B)(6) 2026 which leads to high blood glucose levels and got treated with pump correction. The leakage was at site.

Manufacturer narrative:
Patient city: (B)(6). Patient country: united kingdom. Establishment name: medtronic minimed, street: 18000 devonshire street, city: northridge, state, province or territory: ca california, country: united states of america, post office or zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.